Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer, and the specific value was unknown. Technical support provided guidance on resetting the pump, and once reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.